Manufacturer narrative:
Approximate age of device ¿ 6 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that upon presentation to the emergency department for an unrelated event, lvad system interrogation showed pump flow as low was 0.0 lpm with pump speed of 0 rpm. The cause was reportedly unknown. Review of the submitted log file by a representative of the manufacturer¿s technical services found that the pump stop was due to battery depletion. Once power was restored the pump returned to operating at the set speed. The amount of time the pump was stopped was unable to be determined as the epc system controller clock resets to 0 days 0 hours 0 minutes when power is lost. The patient was discharged in stable condition.

Manufacturer narrative:
The patient remains ongoing on (B)(4). Evaluation of the submitted log file confirmed a speed of 0 rpm and flow of 0 lpm. Analysis of the log file revealed low battery hazard alarms, corresponding to the system entering power save mode and the pump speed decreasing below the low speed limit. The decrease in speed corresponded to alarms for low speed advisory and low speed operation. A speed of 0 rpm immediately followed the low battery hazard alarms, resulting in a complete loss of power to the system controller. A duration of time for how long the pump remained disconnected from power could not be conclusively determined. The system controller was reconnected to an appropriate power source and the device resumed operation at the fixed speed. The captured pump stop appeared consistent with a loss of support to the epc system controller due to battery depletion. The hmii lvas IFU and patient handbook explain that completely depleting the battery charge when operating on batteries will cause the pump to stop. Depleted batteries should be immediately replaced with a new, charged pair. If charged batteries are not available, switch to the power module. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.